Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to getting sick from her spouse which caused low blood glucose. Customer's spouse suspended insulin pump. Customer reported of having difficulties communicating meter with insulin pump. Customer declined troubleshooting for low blood glucose.